Event description:
Customer called in to report that he had high blood glucose of 350 mg/dl and the insulin pump was not working correctly. Customer stated that a few weeks ago the insulin pump was alarming no delivery during basal/bolus and the button were hard to press. Troubleshoot was performed, customer change the reservoir and insulin exited the tubing. Explained that the alarm was caused by set/reservoir occlusion.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.